Event description:
It was reported that the catheter was kinking and the surgeon had been unable to implant it. The issue occurred with two catheters, but a third catheter was successfully implanted.

Manufacturer narrative:
Final analysis of the catheter found that damage had occurred to the catheter body and/or guidewire during the implant procedure.

Manufacturer narrative:
Product ID: 8731sc, lot# 0206689981, product type: catheter.